Event description:
According to the information received, an end user reported a catheter with a rough tip. The catheter tip was sharp "like a needle" and there was lots of bleeding.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.